Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the 26mm valve size was selected due to a low left coronary artery. The valve was deployed at 0-1mm depth resulting in moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed and the valve subsequently dislodged from the position. The dislodged valve was free-floating in the large ascending aorta and required a snare to pull the valve into the descending aorta. A 29mm transcatheter bioprosthetic valve was implanted successfully with no leak. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.